Event description:
It was reported the patient experienced a "low battery" message on the patient programmer. A sjm representative was able to clear the message; however, per the patient, the message reappeared. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.